Event description:
Customer called reporting low blood glucose levels. Troubleshooting was done and pump appeared to be working as designed. Customer was unable to continue with the troubleshooting questions, as his blood glucose levels got very low during the call. Customer was not responding clearly to all questions asked. Customer was then taken by paramedics to the ER. Insulin pump was initially replaced, but customer later called to explain that his original pump was working fine.